Event description:
It was reported while using bd saf-t e-z set¿ the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the following are descriptions of the accidents, according to sesmt: 2) an employee reports that she was providing care to a patient r.t. When she went to remove the scalp, when she locked the device she reported that there were problems and it did not lock, causing an accident. Customer provided to us the additional information below. Was there exposure to blood or chemotherapy to mucous membranes or skin? (Detail) yes, blood. Would you be able to inform us if the professional was using ppe? Yes, procedure gloves. Was there any harm to the patient/caregiver? (Detail) yes, perforation requiring the employee to be referred to the reference service for accidents with biological materials. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) yes, medical care with laboratory collection needs. Would you be able to inform us if prophylactic measures were taken with the professional who had an accident? Yes, training at the permanent education center. What medication was being given? Not informed. Is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes). No, discarded due to contamination. Could you forward photos and/or videos that show the deviation in the product? Photo forwarded in previous email. Has anvisa been notified? If so, what is the notification number? No.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38734614 and lot number 3058180. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence.

Event description:
It was reported while using bd saf-t e-z set¿ the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the following are descriptions of the accidents, according to sesmt: 2)an employee reports that she was providing care to a patient (B)(6) when she went to remove the scalp, when she locked the device she reported that there were problems and it did not lock, causing an accident. Customer provided to us the additional information below. Was there exposure to blood or chemotherapy to mucous membranes or skin? (Detail) yes, blood. Would you be able to inform us if the professional was using ppe? Yes, procedure gloves. Was there any harm to the patient/caregiver? (Detail) yes, perforation requiring the employee to be referred to the reference service for accidents with biological materials. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) yes, medical care with laboratory collection needs. Would you be able to inform us if prophylactic measures were taken with the professional who had an accident? Yes, training at the permanent education center. What medication was being given? Not informed. Is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes). No, discarded due to contamination. Could you forward photos and/or videos that show the deviation in the product? Photo forwarded in previous email. Has anvisa been notified? If so, what is the notification number? No.